Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of elective replacement indicator (eri). There were concerns that this device may have depleted prematurely. No adverse patient effects were reported. It was reported that this patient will be undergoing a device upgrade procedure in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted and replaced. No adverse patient effects were reported.